Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 is experiencing high bg. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. Pump error 63 variable 12 was noted in the history download on (B)(6) 2022 06:38:42.000 due to moisture damage to the pcb1 board. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing. However, confirmed pump error 63 in the pump history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the blood glucose was not going down. Current blood glucose value is 253 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they not on auto mode feature. No harm requiring medical intervention was reported. The device was returned for analysis.